Event description:
The data and information contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary information received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz products were causally related to the incident. Doctor was performing a turp when the ceramic beak broke off in the patient. The ceramic beak broke into pieces. There was excessive blood; doctor stated that he could not determine whether this bleeding was an outcome of the procedure, was due to broken pieces or a combinationof the two elements. He cauterized the bleedin g areas; no other treatment necessary. Doctor flushed out all the pieces, completed procedure with no effect on patient other than what was already noted. Patient post-op condition was good.